Event description:
It was reported after 4-6 hours of use they removed the elastic stripe and opsite post visible dressing and noticed that the patients had blisters with hexagon form. One patient was 20 days after surgery and the blisters were like dark circles. The other patient was 8 hours after surgery, so blisters were red and filled with fluid.

Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened.